Event description:
It was reported that the patient's blood glucose level (bg) rose to 18 mmol/l (324 mg/dl) while wearing the pod between 36 and 48 hours. The pod was removed due to an occlusion alarm. When the pod was removed from the infusion site (hip/buttocks), it was observed that the pod's cannula was bent. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The pod data showed an 0x14 alarm occurred, indicating the pod was occluded. The exposed soft cannula was not observed to be bent or kinked. Timeouts were observed at the end of the pod's runtime in conjunction with a failure to transition observed in the rotational sensor data. During fluid path testing, the fluid was able to travel the complete fluid path with no issues or leaks. No damages or deficiencies were observed in the drive mechanism assembly that would prevent the pod from operating as intended. No issues were found in the pod that would contribute to an occlusion. It could not be determined what caused the observed timeouts, drive stall, and subsequent alarm during operation. No problem was found regarding the reported bent/kinked event.